Event description:
It was reported that left hip revision surgery was performed due to elevated metal ion levels and fluid collection seen on MRI.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due pain in his groin with hip flexion or prolonged standing and elevated test results. During revision, the bhr cup and bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient was well for several years then he developed pain, an MRI showed a small fluid collection and elevated serum blood metal ions (cobalt (82.5 ¿g/l and chromium 82.3 ¿g/l). During the revision, an eroded femoral neck with ¿metal deposition¿, a 1.5 cm diameter large cyst posterior to the cup and an anterior wall deficiency were observed. Additionally, ¿cobalt¿ was noted in the capsule, the cyst and around the acetabulum. No details about the reported clicking was provided. No x-rays were available to exclude the implant position as contributing factor to the reported findings. Based on the review of the provided information and the surgical reports (implantation and revision) no contributing factors to the reported findings could be identified the could explain the reported findings. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.